Event description:
During a robot-assisted ventral hernia repair, the surgeon encountered a problem with inflation of the balloon of the bard hrna ventralight st mesh with echo ps positioning system. This device is used during robotic procedures as it holds the mesh in place to be sutured. As the device malfunctioned and was not maintaining inflation, the surgeon quickly removed it from the surgical field, which allowed for the surgeon to secure the mesh in the desired location of the abdominal wall without the device.